Manufacturer narrative:
Continuation of d10: dtpb2d1 crtd -  implant date (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead had exhibited atrial undersensing during  atrial tachycardia/atrial fibrillation (at /af) stored episode resulting in termination of at/af detected events in progress. In addition the ra lead exhibited potential inappropriate withholding in therapies for ventricular tachycardia (vt) that was detected as atrial fibrillation (af) / atrial flutter due to far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited rising in rv threshold. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: section 2, life threatening was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.